Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed. Enter current password. Per additional information updated from ttm, biomed stated s/n #(B)(6) had a message that says enter current password when they turn it on. Per sample evaluation results on (B)(6) 2025, test chiller pump installed to cool and have flow in decontamination. Bezel lower right corner broken / repair (glue on) by others.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller pump. During decontamination, a test chiller was installed to assist with flow and cooling of the device appropriately. Chiller pump was replaced. Chiller pump was replaced. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed. Enter current password. Per additional information updated from ttm, biomed stated s/n #(B)(6) had a message that says enter current password when they turn it on. Per sample evaluation results on 19jun2025, test chiller pump installed to cool and have flow in decontamination. Bezel lower right corner broken / repair (glue on) by others.